Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found two external abrasions breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasions consistent with friction to the device can.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise leading to inappropriate high ventricular rate episodes. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was recovering.